Manufacturer narrative:
The lay user/patient's meter and test strip vial have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the subject test strips as the returned test strip vial was empty. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra mini meter was producing inaccurately erratic results. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a medical surveillance specialist. The reporter advised the csr that the patient¿s meter had been producing erratic readings for some time. She explained that on one occasion, at 2.14am on (B)(6) 2019, the patient obtained inaccurately erratic results of ¿75, 76, 78, 161 and 224 mg/dl¿ on the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The reporter stated that the patient manages his diabetes with oral medication (metformin and glipizide; unspecified dosages) and diet, and confirmed he did not take any action in response to the alleged inaccurate readings. The reporter explained that the patient experienced ¿shaking, sweating and passed out¿ approximately 15-20 minutes prior to obtaining the alleged inaccurate results. She stated that the patient self-treated his symptoms with a glass of orange juice and confirmed that a blood glucose test was not performed on any other device. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly at the time of testing, that the results were from the same approved sample site and that the patient has been following the correct testing procedure. The csr also noted that the test strips had been stored correctly and were within expiry, and that the test strip vial was not broken or cracked. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the patient obtained inaccurate blood glucose results using the subject meter.